Manufacturer narrative:
Upon receipt of additional information, it was identified that the device did not cause or contribute to the reported event. This event is being reported under 0001825034-2023-02192 and 0001825034-2023-02193.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address implant loosening approximately eleven (11) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown orthopaedic salvage system tibial tray catalog #: ni lot #: ni, unknown orthopaedic salvage system tibial stem catalog #: ni lot #: ni, unknown orthopaedic salvage system femoral component catalog #: ni lot #: ni, unknown orthopaedic salvage system femoral augment catalog #: ni lot #: ni g2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02192. 0001825034-2023-02193. 0001825034-2023-02195. 0001825034-2023-02196. H3 other text : insufficient information.